Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on this left ventricular (lv) channel. Technical services (ts) reviewed the presenting electrogram (egm) and stated that the signals on the egm showed capture on lv, however, there were couple of signals with no capture. The presenting also showed out of range amplitudes and increase in thresholds at 1.4v. Ts recommended to have this patient seen in clinic for threshold check with different postures, to perform lead evaluation and recommended programming a lvp output higher. This lv lead remains in service. No adverse patient effects were reported.